Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/27/2015 with the following findings: the complaint could not be duplicated or confirmed. A review of the pump¿s black box data revealed no evidence of a cs 171 alarm exceeding max basal rate warning. The pump was exercised for 24 hours with no history/settings issues occurring.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the pump emitted an exceed max basal warning; it was reported the basal rate was set to 0.850 u/hr and the maximum basal amount was set to 2.0 u/hr. The reporter stated the maximum basal amount was increased to 2.5 u/hr and the pump resumed delivery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.